Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. Bs obtryx and perigee are also referenced as possible implants. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is available at this time.

Manufacturer narrative:
(B)(4).